Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, and a curved opening on the radius. Leak test and microscopic analysis was performed which identified a striated opening on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on the radius assessed as surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data: b5, d6b,d.9, h.3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "felt strange" and "possible deflation". Device remains implanted.